Manufacturer narrative:
Device evaluation indicated that the lead passed electrical, performance and photographic imaging tests performed. The complaint the lead had two contacts torn off the distal end during the procedure was confirmed. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needle¿s bevel is facing down or the angle of the insertion needle is greater than 45º. An angle of more than 45º increases the risk of lead damage.

Event description:
A report was received that one lead broke off during a trial procedure. The first two contacts of the lead got caught on the bevel so when the lead was pulled out, the two contacts were shaved off the lead. The patient was reportedly doing well after the lead pull. The shaved off contacts were left inside the patient¿s body but were removed during the permanent implant procedure.